Manufacturer narrative:
Concomitant medical products: en1dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was further reported that the right ventricular (rv) lead exhibited under-sensing of r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.